Event description:
It was reported that after a successful a da vinci-assisted radical hysterectomy procedure in an obese patient, the patient complained of abdominal pain a few days post-procedure. An investigation performed by general surgeons found an unspecified injury on the bowel. A laparoscopic procedure was performed on the patient by a general surgeon on an unspecified date. A few days later, the patient's condition deteriorated. She underwent a second procedure whereby the colorectal surgeons discovered her abdomen was infected due to an "insufficient anastomosis." The patient passed away on an unspecified date. Intuitive surgical, inc (isi) followed up with the clinical sales representative (csr), who followed up with the surgeon and nurses, and obtained the following information: during the primary procedure, there were adhesions seen. It is unknown if the adhesions were dense/extensive. There were no intra-operative complications during the primary procedure and no malfunction of an isi product occurred. There was no incident of arcing/burns/thermal injury. There were no restrictions or limited abdominal space to move instruments. Additionally, there was no evidence of diverticulitis. The patient complained of abdominal pain about 5-7 days after the primary procedure. A CT scan, as well as laboratory investigation, was done which diagnosed the bowel injury. It is unknown which part of the bowel was injured. An unspecified laparoscopic procedure was performed on the patient, and intra-operatively a small hole was found in the bowel. The bowel injury was repaired with sutures. No further information was provided about the course of events after the laparoscopic procedure by the general surgeons, the name and mode (non-robotic) of surgery for the subsequent procedure by the colorectal surgeons, the cause of the ¿insufficient anastomosis,¿ the date of death and cause of death. No videos/images of the procedure are available to isi for review. There are no instruments available for return to isi as there is no allegation of a malfunction/product issues during the da vinci procedure.

Manufacturer narrative:
Based on the current information provided, the causes of the post-operative complication and the patient's subsequent death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the primary procedure. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. A review of the system logs has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests created. No relevant errors were observed during this procedure. However, there were multiple erbe generator related errors seen in the logs. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, the bowel injury that occurred during the da vinci-assisted hysterectomy was likely caused or contributed during the use of the da vinci system and/or instrumentations. However, it is not clear from the description of events as to the etiology of the bowel injury that ultimately led to the patient¿s mortality. This complaint is being reported due to the following conclusion: after a successful da vinci-assisted hysterectomy procedure, the patient complained of abdominal pain 5-7 days post-procedure. She was found to have a bowel injury and underwent a laparoscopic procedure. A hole in the bowel was discovered which was sutured. A few days later, the patient's condition deteriorated and she underwent another unspecified procedure whereby the colorectal surgeons discovered her abdomen was infected due to an "insufficient anastomosis." The patient subsequently passed away on an unspecified date. The causes of the post-operative complication and the patient's subsequent demise are unknown. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm and death.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. On 23-sep-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The erbe generator was replaced proactively based on a review of the system logs. The system was tested and verified as ready for use. The product has not been returned for evaluation. The system logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were observed regarding the erbe related errors: ¿ error 25920 indicate energy activation was stopped, and this occurred on a bipolar port, suggesting the issue involved the maryland bipolar instrument. ¿ error 25913 indicates an energy activation was attempted while an energy instrument was not installed on the universal surgical manipulator (usm). The erbe should not deliver energy if the instrument is not installed on a usm. The fae was unable to determine if these errors contributed to any cautery instrument issues or if the errors contributed to the reported injury. The cautery instruments (monopolar curved scissors and maryland bipolar) used in the procedure were re-used in subsequent procedures.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 31-oct-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the vio dv integrated electrosurgical generator (iesu): the unit was returned for failure analysis and the reported failure could not be reproduced. The iesu energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be sent to the original equipment manufacturer (OEM).